Manufacturer narrative:
The device was received not deployed. Upon opening the device, it was noted that the release bar was in the deployed state, while the linkage assembly was in the not deployed state. The slide insert was observed to lean towards the left mechanism rail and it was found to be damaged, preventing the needle from deploying. Device ran 55 pulses before subsequently being deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values were around 180 mg/dl.